Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of low blood glucose test results. Expected blood glucose test result range is not known. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 04/16/2018 and open vial date is 10/08/2015. Recall test results performed fasting from meter memory: 25mg/dl (B)(6) 2015 08:06pm. Adverse event not reported.